Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe was unable to inject medication. The following information was provided by the initial reporter: the drug solution didn't come out.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 11-apr-2022. Investigation summary: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the drug solution didn't come out. The returned syringes were tested and both were able to draw and expel properly without any observed defects. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe was unable to inject medication. The following information was provided by the initial reporter: the drug solution didn't come out.